Event description:
Bleeding inside [internal hemorrhage], vomiting blood, throwing up [vomiting], choking sensation, difficulty swallowing, difficulty speaking [speech disorder], bitter taste in mouth, slimy residue in mouth [mouth plaque], spitting a lot [hypersalivation], black stool, constipation, lack of effect [lack of drug effect], device ineffective. Case description: this case was reported by a consumer and described the occurrence of internal hemorrhage in a (B)(6)-year-old male pt who received oral moisturisers (biotene dry mouth oral rinse (2013 formulation)) mouth wash (batch number 4j25c1, expiry date 08/31/2017) for an unk indication. Co-suspect products included lactoperox, lactoferrin, lysozyme, glucose oxidase, na monofluorophosphate (biotene toothpaste) toothpaste (batch number unk, expiry date unk) for an unk indication. Additional pt notes included consumer reported a history of hiatal hernia, osteoporosis, spinal meningitis (as a child) and gout. On an unk date, the pt started biotene dry mouth oral rinse (2013 formulation) and biotene toothpaste (dental) at an unk dose and frequency. On an unk date, an unk time after starting biotene dry mouth oral rinse (2013 formulation) and biotene toothpaste, the pt experienced internal hemorrhage (serious criteria gsk medically significant), vomiting blood (serious criteria gsk medically significant), vomiting, choking sensation, swallowing difficult, speech disorder, taste bitter, mouth feeling dry, mouth plaque, hypersalivation, black stools, constipation, lack of drug effect and device ineffective. Biotene dry mouth oral rinse (2013 formulation) was continued with no change. Biotene toothpaste was continued with no change. On an unk date, the outcome of the internal hemorrhage, choking sensation and black stools were recovered/resolved and the outcome of the vomiting blood, vomiting, swallowing difficult, speech disorder, taste bitter, mouth feeling dry, mouth plaque and hypersalivation were not recovered/not resolved and the outcome of the constipation, lack of drug effect and device ineffective were unk. It was unk if the reporter considered the internal hemorrhage, vomiting blood, vomiting, choking sensation, swallowing difficulty, speech disorder, taste bitter, mouth feeling dry, mouth plaque, hypersalivation, black stools and constipation to be related to biotene dry mouth oral rinse (2013 formulation) and biotene toothpaste. Additional details: on (B)(6) 2014, the consumer reported starting use of biotene dry mouth oral rinse and an unspecified variant of biotene toothpaste approx 6 months prior to the report date. He only provided product info for one of the three bottles of biotene dry mouth oral rinse used over that timeframe. Consumer reported throwing up and described what he threw up as something like part of his body. He reported the adverse events of black stools and bleeding on the inside which cleared approx two weeks prior to the report date. He reported concomitant medication of antacid (not specified). No reported that he will be seeing a specialist.